Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent and nausea. The cause and outcome of the event were not reported. No further detail was provided regarding treatment, whether the patient was hospitalized or if nutrineal therapy was ongoing. No additional information is available.